Event description:
It was reported that the user experienced high blood glucose while using the ilet, with glucose measured at 397 mg/dl, and observed insulin leaking from the connector during a recent supply change; a subsequent supply change was performed and replacement supplies were issued, after which glucose trended down. Investigation of this case revealed a fluid leak associated with the connector/coupler, consistent with a leakage or seal issue. Symptoms included hyperglycemia and dry mouth. Outcomes included no lasting health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.